Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2018-01616. It was reported the patient's leads had migrated as a result of the patient experiencing a fall. Reprogramming was unsuccessful because it only provided stimulation in unintended areas. In turn, the patient's scs system was explanted.